Event description:
The initial reporter (consumer) reported that in 2001 an access port was implanted as part of the lap-band adjustable gastric banding system (9.75cm size). An x-ray indicated there was a breakage of the port. The initial reporter (consumer) also reported abdominal pain and 3 mos later, a resurgery was performed and the access port was replaced. There was no deterioration of the patient's health reported in association with this incident.